Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 17 mmol/l and 5.6 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No testing was able to be performed on the strips because there were no strips to test as the customer returned an empty cassette.